Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9 and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on both sides of the inflation tubing on the tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided . Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: registered technician (rt). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 was placed on the patient. The patient was then transferred to the floor. About a half (1/2) hour later the nurse went to remove air and noticed all the air was out. There were no issues with the patient condition. There was no patient injury/medical or surgical intervention required. The procedure was not affected by the tr band. Additional information was received on 22 may 2023: the patient was not bleeding, and no radial hemostatic device was needed. No blood loss was noted by staff who took the tr band off. The procedure prior to tr band use was a heart catheterization. The tr band was used by the terumo application guidelines. It was unknown how much air was left in the band prior to going to floor. There was no noticeable damage to the device. The device was not manipulated before use in any way through pre-use or during storage. The product was stored in the angio room. The patient was stable and not affected. The procedure was done with no issues. No other devices were used with the tr band.